Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 03 jun 2020 a patient (pt) in (B)(6) reported a diagnosis of od corneal ulcer in (B)(6) 2019 while wearing the acuvue® 2® brand contact lens. The pt reported the od was red and irritated when the suspect lens was removed. The pt also reported the od suspect lens was torn on removal. The pt went to the eye care provider (ecp) who diagnosed the od corneal ulcer. The pt is uncertain of the location of the od corneal ulcer but advised the ¿lesion was visible to the naked eye.¿ the pt reported od blurry vision during treatment but advised the vision returned to normal after the treatment. The ecp prescribed medication (name of the medication and frequency prescribed unknown) for 1 month. The pt reports daily lens wear with a 30 to 40-day replacement schedule. On 04 jun 2020 the pt provided additional information. The pt reported the prescription was dated (B)(6) 2019. The pt was prescribed zymar xd (gatifloxacin) 1 drop every 8 hours for 7 days; optive drops 5 times daily; and pred mild 1 drop every 4 hours. On 04 jun 2020 a call was placed to the pts treating ecp¿s off and additional medical information was requested. A representative reported the pt was seen by the ecp on (B)(6) 2019. The pt was diagnosed with a corneal ulcer. No additional medical information was provided. No additional medical information is expected. The lot number is unknown. The od suspect lens was discarded by the pt. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.